Event description:
The 18mm asd device separated from the 9f delivery system cable prior to intended release. The device embolized to the left ventricle and then to the descending aorta. The patient required emergency surgery for removal of the device.